Event description:
It was reported that a matrixwave mmf ti plate broke intra-operatively. Upon overtightening of a screw, the plate broke. No additional information is available at this time. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. The plate broke intra-operatively and was not implanted or explanted. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The matrixwwave screws and plate were removed. The case was completed with traditional synthes imf screws and 24 gauge wire for mmf. The procedure was completed successfully.